Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-3602-2 serial/batch number 14973717 was received for investigation. Visual evaluation found that the fibertak shaft tip was bent and broken off. The fragments generated during the event were not returned for analysis. More in-depth evaluation shows that the device's shaft was bent. The root cause of the reported failure mode is undetermined. However, the most probable cause is applying excessive mechanical forces upon insertion/use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder surgery the tip of the device broke off and remained in the bone of the patient. The surgery time has not increased due to the error. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.